Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and therefore, it is not available for evaluation; however, the lot number was provided. A suture break can occur due to a number of factors including, but not limited to: manufacturing, user technique or patient anatomical conditions. During manufacturing, suture strength is tested, assembled and loaded into the device and a sampling of finished devices is destructively tested to verify the functionality of the device. Suture may break if the user applies too much tension while pulling on the limb suture. Patient vessel was reportedly non-tortuous and non-calcified; no other patient anatomical conditions were reported that could have contributed to the reported suture breakage. A conclusive cause for the reported suture break could not be determined. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot did not reveal any other incidents reported for a suture break. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional information indicates the device was used in pre-closure technique prior to a percutaneous coronary interventional procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (the report received indicated the event occurred sometime in (B)(6) 2011). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-tortuous, non-calcified common femoral artery (cfa) using a proglide device after an unspecified procedure. Reportedly, the device was placed in a correct way; however, during knot advancement toward the arteriotomy, the rail suture broke with the knot pusher in place. Hemostasis was achieved partially using the non-rail filament which could be tightened, and applying arterial manual compression. There were no adverse patient effects. Reportedly, the physician is in-training in the use of the proglide device. Though requested, no additional information was provided.